Event description:
It was reported that on (B)(6) 2008, the patient underwent a posterior l3-4 lumbar fusion using rhbmp-2/acs directly in the disc space and by inserting an interfix cage filled with rhbmp-2/acs and bone marrow. In (B)(6) 2008, the patient was diagnosed with spinal canal stenosis and bony narrowing stenosis at l3-4. The patient required extensive medical treatment. The patient reportedly has never recovered from his surgery, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of l3-4 spinal stenosis with l3-4 disk herniation , scar arachnoiditis and instability , status post l4-5-s1 prior fusion. The patient underwent following operations: left l3-4 redo decompression , prior scar tissue extends down l5. Left l3-4 gill procedure . Left l3-4 t-lift . Left l4 insertion of cage . Left l3-4 insertion of screws and plates . Left l3-4 lateral fusion. Repair of cerebral spinal fluid leak and pseudomeningocele with laminectomy. Per op-notes, "... The surgeon then placed drill tube guide in position , removed the distractor pins from the center portion of the disc. . Inserted implant full of bone marrow and rhbmp-2 as well as filling the joint space full of rhbmp-2. .." The patient tolerated the procedure well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.